Event description:
It was reported that this right atrial (ra) lead perforated the atrium. As a result, lead was explanted and replaced with a new lead. Lead perforation was confirmed via fluoroscopy. Patient experienced pain and discomfort. No additional adverse patient effects were reported.